Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected resume anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that was not delivering insulin correctly when reservoir got low. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had diminished battery life and rejected new battery. The insulin pump will not be returned for analysis.